Event description:
In 2005, the destination therapy patient was implanted with a vented electric left ventricular assist device (lvad). The transplant coordinator reported that during implant the surgeon went to connect the percutaneous (perc) lead end into the system controller and the perc lead would not click into position into the system controller. Upon inspection the surgeon found one of the female holes on the perc lead end had an obstruction. The surgeon described it as a piece of plastic. He was able to release the object after some time by using a needlepoint. The perc lead then was able to be clicked into position into the system controller. The pump would not start electrically. A new controller was tried still the pump would not start. The pump was replaced with a backup pump. The perc lead was connected to system controller and pump started. The pt remains stable and on lvad support.